Manufacturer narrative:
The reported event of sensing problem was not confirmed. The device was received with normal telemetry and output. Analysis performed did not identify any functional issues. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity. Failure event observed during analysis. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device is included in the assurity and endurity pacemakers' header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that the patient presented prior to the procedure with a history of syncope and atrioventricular block. Upon device interrogation, it was noted that the pacemaker exhibited wide qrs over-sensing which resulted in pacing inhibition. The pacemaker was explanted and replaced on (B)(6) 2025. The patient was in stable condition.